Manufacturer narrative:
The insulin pump had no button response due to an unlocked keypad connector. The insulin pump was received with minor scratches on the display window.

Event description:
The customer reported via phone call that the buttons were not responding on the insulin pump. Customer's blood glucose level was 123 mg/dl. Customer stated that they sent their blood glucose from the meter to the pump and the act button did not work. Customer was also unable to clear the low reservoir alert. The insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.